Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the surgeon had the gun in position and was ready to fire but when he released the red safety trigger and pushed the firing button nothing was happening. They took out the battery and put it back in and tried again and still the gun didn¿t fire. They then opened a second gun which worked perfectly, and the patient is now in recovery. Because they opened a second gun which performed perfectly the patient¿s hospital stay was not extended and was typical for this procedure. The only patient consequence was that the failure of the first gun prolonged their or time and no there was no change in post-op care given to the patient. Procedure: low anterior resection

Manufacturer narrative:
(B)(4). Date sent: 07/11/2022. D4: batch # 136a59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage with the anvil missing. The breakaway washer was not present, the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test anvil, washer and test battery and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.